Event description:
Nurse reported when she discontinued a radial arterial line, the suture was clipped with scissors from a suture removal kit. When the line was pulled out, she thought she may have cut it as a portion of the line was retained in the body. Upon examination of the site, the edge appeared with a jagged edge like it was worn versus a straight cut. The physician's discharge dictation references "the line broke."